Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: 1. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Ans: cannot remember the exact demographic. 2. Date of index surgical procedure? Ans: cannot recall the exact date but it¿s around (B)(6) 2024. 3. The diagnosis and indication for the index surgical procedure? Ans: phacoemulsification / extra capsular cataract extraction. 4. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Ans: n/a. 5. On what tissue was the suture used? Ans: corneal (phacoemulsification) / limbal wound (ecc). 6. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Ans: normal. 7. How was the suture placed (interrupted or continuous)? Ans: interrupted. 8. Did the patient have an infection? Ans: prior to op, no; post op yes. 9. Please provide the onset date/time of the development of the abscess from the initial surgical procedure. Ans: cannot recall. 10. Please describe any medical/surgical intervention required for this suture event including dates and results. Ans: treat with topical antibiotics. 11. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Pre no. Ans: intra op ¿ yes (intracameral cefuroxime); post op ¿ routinely given topical antibiotics and steroid drops. 12. Were cultures performed? If so, please provide the results. Ans: no. 13. Were any pre-op cleansing procedures changed recently? If yes, please describe. Ans: no change in practice. 14. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Ans: no. 15. What symptoms did the patient experience following the index surgical procedure? Onset date? Ans: patient has no feedback but observations were provided by the doctors when patients came back for follow ups. 16. Other relevant patient history/concomitant medications? Ans: n/a. 17. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Ans: no. 18. What is the patient's status? Ans: patients recovered. 19. Surgeon's name? Ans: n/a. 20. What is the source of information for the queries above (e.g., answered by the physician / provided from knowledge as you were present in the case) ans: provided by doctors from the department. 21. Will product be returned? If so, please provide the return date and tracking information. Ans: there were 7 boxes of w1770 (batch: tjbjzr) representative samples returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Additional h6 component code: g07002 no device problem. Additional h3 investigation summary: the product was returned to ethicon for evaluation. The returned product determined that it was received; seven sales boxes with twelve packets per box that pertained to the product code w1770. In order to evaluate the condition of the returned sample, the packets was examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured) and none was observed. The packets were opened, and the swage and attachment area were noted to be as expected. During the visual inspection, the sutures were correctly placed on the winding former. The sutures were dispensed without problems and examined along the strand and no anomalies or damage on the suture surface could be observed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Did the patient have an infection? Please provide the onset date/time of the development of the abscess from the initial surgical procedure. Please describe any medical/surgical intervention required for this suture event including dates and results. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Were any pre-op cleansing procedures changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon's name? Will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a cataract surgery on an unknown date and suture was used. Post-op, the patient experienced a suture abscess. The patient required a revision surgery. Additional information was requested.